Event description:
Consumer called stating the brush head snapped off in his/her mouth, and 2 pieces of metal parts from the brush head were spit out. No injury was reported.

Manufacturer narrative:
Product return was identified on 28-nov-2019 as oral-b power oral care refills pro health jr eb17 brush set. 29-nov-2019 investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the brush head snapped off in his/her mouth, and 2 pieces of metal parts from the brush head were spit out. No injury was reported.